Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found: the bending section cover glue was separated. The connector had chemical damage. The angle inspection failed: 180/120. There was liquid entry into the electronic connector which caused failure. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had an error between the endoscope and connector. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: error code b30. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.